Event description:
It was reported that the patient was unable to adjust stimulation. The reporter indicated that the patient saw a power on reset (por) icon on her programmer the morning it was being reported. It was however noted that the patient was getting stimulation at the time and her implantable neurostimulator (ins) had not been dead.

Manufacturer narrative:
Product ID 8591-38, lot # d22976, implanted: (B)(6) 2012, product type accessory; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot # n345204, implanted: (B)(6) 2012, product type accessory. (B)(4).